Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The customer¿s report of an unintended disconnection was not confirmed. The reported non-carefusion mating component used during the event was not received for investigation. Visual inspection of the IV set observed no obvious damages or issues. Functional testing involved connecting the distal luer to a lab needleless valve using the proper connection method and no disconnection was observed. In addition, fluid was infused thru the attached components and no disconnection was observed. The reported disconnection was unable to be duplicated during testing. The root cause of the reported disconnection was not identified.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the primary set IV line spontaneously disconnected at the distal end luer connection to a non-carefusion needleless valve. There was no patient harm.